Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due to the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. A device history record (DHR) review could not be performed as the lot number provided does not match to the product code reported on the complaint.

Event description:
It was reported that; "leaking of cuff on a number of devices. Continuous monitoring, two ett's were removed and replaced." Associated complaints 3003898360-2025-00827, 3003898360-2025-00828.